Manufacturer narrative:
The service rep retightened loose connector on collimator box. System will now change mag modes. Also, readjusted phototimer for proper aec shutoff. Films coming out good in film mode. System is ok to use.

Event description:
The customer reported mag mode only changes field size & not magnification. Also the aec shut off for spot films is not functional. The customer has known about this issue since september 07.